Event description:
Patient changed his syringe for his ms3 pump on 03/06 around 5pm - he put in 2ml at a rate of 0.014ml/hr. That night he felt his arms go numb for a few seconds but he went to bed and didn't think about it. On wednesday morning he had a headache so he took tylenol and felt better. On wednesday 03/07 remaining on his pump was 1.344ml. This was about 28 hours after he changed his cartridge so he should have received 0.392ml of medication but he actually received 0.656ml. Patient has been monitoring pump since then and it appears to be giving correct amount at this time and patient is feeling fine now. Patient was instructed to switch to his back up pump. Pharmacy will send a replacement pump and a box for patient to return malfunctioning pump. Pump sn (B)(4). No other information provided. Dose or amount: 13ng/kg/min. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2018 to current. Diagnosis or reason for use: i27.0. Dates of use: (B)(6) 2018 to current. Diagnosis or reason for use: i27.0.